Manufacturer narrative:
Additional information: the large suturecut needle driver instrument was inspected prior to use, and no damage was noticed before it was utilized. After the instrument was introduced, the tip fell off inside the patient. The surgeon believes that the breakage occurred as the instrument was being introduced and controlled for the first move. The instrument was only in use for a brief moment before the issue occurred. There was no collision with any other instruments or hard materials. There was no resistance felt during its introduction through the cannula. Upon final removal, the wrist was not straightened, and there was no resistance or damage noted on the cannula or the instrument. All fragments were retrieved, and no additional surgical procedure was required for their removal. No post-operative tests, such as x-rays or ultrasounds, were performed to check for remaining fragments. The procedure was completed robotically and the patient has not returned to the hospital due to any post-surgical complications. The instrument is available for return to isi for evaluation and the retrieved fragment will also be returned. Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and found to have a broken main tube at the distal tip. No material was found missing. The complete fastening of the proximal clevis is existing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, there was a broken cable at the large suturecut needle driver instrument wrist. The instrument tip had fallen from the instrument shaft inside the patient abdominal wall. The fragment was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
The large suturecut needle driver instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
Additional information: advanced failure analysis confirmed the initial failure analysis investigation. Upon further inspection of the cables, it was found that the cable diameters decreased as it got closer to the grips. One of the instrument's cables was measured, and the cable's diameter decreased from 0.16" to 0.12" around 0.46". Both the pitch and grip cables were fully broken inside the proximal clevis. As a result of the full breakage, functional testing for motion related issues could not be performed. There is discoloration, corrosion, or contamination on the cables.

Event description:
Refer to h11 for follow-up information.